Event description:
It was reported that the 9.0 x 29 mm omnilink elite stent delivery system was prepped per instructions for use. No device issues were noted. The omnilink elite stent delivery system was advanced over the guide wire, and it was noted that the stent had moved on the delivery system balloon, but did not dislodge. The device was not used and was removed without difficulty from the guide wire. A second same device was then used without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.